Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation by the manufacturer at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The device sample is needed to perform a proper investigation and determine the root cause. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the heater no longer heats up. Alleged issue reported detected during a patient use. No patient harm reported. Patient condition reported as "fine".